Manufacturer narrative:
As part of our investigation, the service center followed up with the customer to obtain additional information regarding the reported event but with no result. The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during an unspecified procedure, the device image disappeared. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.